Manufacturer narrative:
H6 investigation summary: customer returned a single pen needle with no cap for identification. The pen needle was attached to a test pen. The pen was primed to pass a saline solution through the pen needle multiple times, but no solution passed through the pen needle. The pen needle was then observed under magnification. A crystalline powder was observed near the surface of the pen needle¿s cannula. The pen was also wired, and a similar crystalline substance was found stuck in the distal tip of the cannula. The substance powdered easily as opposed to bending or stretching, as the cannula¿s silicone lubricant would do. Due to the location and physical properties of substance, it is believed to be leftover insulin, potentially present if the patient had used the needle multiple times. No DHR review can be carried out as lot number is unknown. The root cause of the needle becoming clogged appears to be multiple uses of this particular pen needle. See h10.

Event description:
It was reported that unspecified bd¿ needle was clogged. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that needles are clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ needle was clogged. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that needles are clogged.